Event description:
Information was received from a patient who was implanted with a neurostimulator for gastrointestinal/pelvic floor. It was reported that patient's implant was working well and all of a sudden in the last two weeks she seemed to be having leakage and did not know what the problem was. The patient stated she tried to increase stimulation and that did not work. She stated she felt stimulation during the call and when she increased stimulation some more she got a shock. When she increased stimulation too much she got a jolt and when she decreased stimulation, the jolt resolved but she leaked. It was noted that the stimulation was on and she was on program 2 at 2.6v and stated she felt comfortable stimulation. It was further indicated that stimulation was felt in the correct area and the patient changed to program 3 and increased stimulation to 3.2v. The patient also indicated that she had appointment on the day of the call and wanted to find out where the leakage was coming from.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.